Manufacturer narrative:
Currently it is unknown whether or not the device may have contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Customer reported being hospitalized for low blood glucose levels. It was reported that customer has been under some stress. Customer stated that she is very brittle which may be the cause of the erratic blood glucose levels. It was also reported that cannulas have been bent at times when infusion sets removed. Customer stated that she has scar tissue in her abdomen which she was avoiding. It was reported that the md believes that there is a problem with the pump.